Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
Customer had an adult patient sample with a total bilirubin result of 0.3 mg/dl which was reported. Sample was repeated and gave a result of 5.1 mg/dl. Sample was serum and was repeated because it did not compare with patient's previous total bilirubin results. Reagent lot was not provided. No adverse events were reported. No patient information is available. The field service representative could not duplicate the issue. He replaced reaction cells, cleaned rinse unit nozzles, probes and stirrers. He also adjusted front rinse unit because it was slightly out of alignment. The field service representative performed mechanical check, air purge, precision and quality controls to verify analyzer performance.